Event description:
It was reported that an asymptomatic patient presented for follow up. The patient received inappropriate hv therapy. Post-sensed t wave oversensing on the ventricular lead was noted. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.